Event description:
Testing of the returned product by the MFR discovered that extra segments light up on the display of the advantage system glucose meter, which could cause the user to misinterpret the result. No adverse event was reported in connection with this malfunction.